Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.

Event description:
It was reported the st elevations occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure was being performed, a versacross connect for laac kit was selected for use. A 2d intracardiac echo (ice) catheter was inserted to right heart and imaging performed to confirm no pericardial effusion and physician determined no discernable clot in appendage. The transseptal puncture (tsp) was performed using versacross connect in mid-mid position on septum using intracardiac echocardiography (ice) and fluoroscopy guidance. The versacross rf wire was then directed into left upper pulmonary vein (lupv). The versacross sheath was removed over the rf wire and the watchman access sheath (was) was inserted to the left atrium (la). A 5fr pigtail catheter was placed in laa and angiogram performed. The 24mm closure device was prepped and inserted. The physician partially recaptured device and redeployed two times. The staff informed physician of st elevations, and the physician responded that the patient had had small st elevations since the case started. The specific time point the elevations started were not specified or known. The physician removed the was sheath, inserted a 16fr sheath, and reinserted the was sheath over wire to left atrium. St elevations became larger, and the patient pulse started to decrease into the 40s from being stable in the 60s during case. Code was called, cardiopulmonary resuscitation (CPR) was initiated, and the patient was intubated. The coronaries were then injected. The left coronary artery selected and injected. Levophed and epinephrine was given, and the patient vitals restored. A thrombectomy was performed, and a right rca lesion was noted. A balloon was inserted and angioplasty performed. Several stents placed right rca. Angiography performed, and a lesion was noted in the proximal left anterior descending (lad) artery. Flow restored. The catheters were then removed, and the patient was admitted to the hospital and transferred to the intensive care unit (ICU). The patient was extubated the next day and the physician plans to reattempt the laa procedure in the future. The device is not expected to be returned for analysis (disposed). The patient had history of emphysema and had had a prior CT which showed coronary disease and stenosis, and had also had a stress test which result was 'equivocal'. The physician was unsure if the procedure contributed to the event. A discussion along with 3 cardiologists, including the implanter mentioned numerous times that the patient had bad coronary disease. No visualization of any thrombus on or in the was or wds on ice and none was seen on the angio/contrast shot on fluoro. The implanter noted st elevations early in the procedure; he did not specify if it was prior to tsp. Heparin is always administered full dose, prior to tsp and the act is taken 5 minutes after. The versacross was not in the patient's body when st elevations worsened. There were no problems with the tsp or device itself. The physician did not believe the versacross caused any problem during the case.